Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one cadd-legacy® pump was returned for analysis in good condition. The event history log was reviewed; no discrepancies were found. Upon investigation of the pump there were no issues with the piezo being distorted. Based on the evidence, the root cause is unknown as the complaint was unable to be confirmed.

Event description:
Information was received indicating that a problem occurred with the "piezo" to a smiths medical cadd-legacy® pump. It was reported that the sound was distorted. There are no known adverse effects to patient.